Event description:
It was reported that during a liver transplant procedure the surgeon fired the second reload across the portal vein adjacent to the vena cava. When the surgeon observed the staple line the staples were malformed and mangled. There was bleeding at the staple line but he sutured over the staples and completed the procedure as this was the last firing of the device. There were no blood products required. Patient was stable after the procedure. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The customer reported an issue with poor positioning of the pipettor and insufficient sample volume. Trouble shooting revealed a vertical displacement of the probe despite rubricating the aspiration assembly. The issue was resolved by replacing the cell-dyn sapphire aspiration bottom sensor. No impact to patient management was reported.